Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) mains cable can not pull out from a foot can not retract can not close door either.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : guys & st thomas nhs foundation tru. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) mains cable can not pull out from a foot can not retract can not close door either. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and the mains lead was trapped around one of the pillars, released the cable and it was ok. The reason the door didn't close is because of a non getinge doppler being used and it didn't fit properly.